Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with liquid and residue/debris on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5 13.2, -05.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted due to excessive vault on (B)(6) 2021. This resolved the problem. Reportedly, "there are no plans to implant another lens."